Event description:
It is reported that the pt is 38 months from revision with persistent anterior knee pain.

Manufacturer narrative:
Info was rec'd from a health professional who is not required to complete form 3500a. Eval summary: the attached journal article reports a pt's persistent anterior knee pain 38 months from revision. Implant date is unk. Neither x-rays nor operative notes were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause cannot be ascertained at this time. Eval: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.